Event description:
It was reported that a cartridge alarm occurred multiple times. There was no information regarding any adverse impact on the customer's blood glucose level. No additional information was provided.